Event description:
It was reported that the tubing broke at the y-site above the filter during a blood transfusion. It was further confirmed during follow up, that there was no patient harm as a result of this event.

Manufacturer narrative:
Additional information provided: d.4 & h.4.

Event description:
It was reported that the tubing broke at the y-site above the filter during a blood transfusion. It was further confirmed during follow up, that there was no patient harm as a result of this event.

Manufacturer narrative:
The customer¿s report that the tubing broke (separated) at the y-site above the filter was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted the pvc tubing was completely separated from the blood filter¿s top inlet port. Closer inspection under magnification observed that the tubing had no solvent applied at engagement during manufacturing process. Blood was observed within the tubing throughout the entire set. No other anomalies or damages were observed. Functional testing was deemed unnecessary as it is obvious that a leak would occur as a result of the separation. Dimensional analysis performed found the pvc tubing to be within specification. The root cause of the leak was a result of multiple contributing factors including gaps (caused by incorrect bonding method into dispenser and flow restrictions that didn¿t apply a sufficient amount of solvent needed to facilitate full tubing insertion into the drip chamber cap) and incorrect engagements performed by the operators (caused by uncontrolled speed on the line and uncontrolled standard (pieces/hour) for new personnel).

Manufacturer narrative:
Concomitant medical products: 500ml blood bag, td 10/18/19. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the tubing broke at the y-site above the filter during a blood transfusion. There was no harm to patient.